Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) at an outlying facility. Mean arterial pressure (map) stable and weight were stable. Ldh increased about 300 u/l over baseline. There was no treatment for ldh. The patient then presented with right sided numbness that was resolved with pain medicine. CT however was negative. On (B)(6) 2017, the patient experienced an ischemic stroke. Inr was slight low since coumadin was withheld due to stroke. Log file analysis completed by the manufacturer¿s technical services representative revealed transient power elevations. No additional information was provided.